Event description:
Clinic notes dated (B)(6) 2013 were received and reviewed. Per the notes, the patient was recently seen in the emergency room after having prolonged seizure activity. The patient was given diastat, but the seizures did not immediately stop. They had stopped by the time the patient arrived at the emergency room. The patient had blood levels checked and all laboratory results appeared satisfactory. No changes were made to the patient¿s treatment regimen. Per the notes, use of the vns magnet did not appear to shorten the seizure duration. Follow up indicated that the patient is non-verbal and does not even flinch with magnet use, therefore they cannot tell if the magnet typically helps the patient or not. The physician believes the generator is nearing end of service which may be related to the prolonged seizure activity. The patient is at a high duty cycle of 7 seconds on with 0.3 minutes off. The physician believes it is "about that time" to change the device and believes that it may be working intermittently due to the length of implant being four years old and recent battery life calculation (estimated 0.59 years left until eri = yes). Diagnostics are within normal limits and there have been no notable external changes. The patient¿s vns was replaced on (B)(6) 2013. The explanted generator was returned to the manufacturer and product analysis was performed. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Follow up with the physician found that the patient's clinical symptoms of eos were resolved after the generator replacement.

Manufacturer narrative:
.